Event description:
The report received indicated that a mace occurred during the follow-up interval. The major adverse coronary event was a percutaneous transluminal coronary angioplasty of the previously treated lesion 2nd obtuse marginal due to restenosis. Timi flow was noted as iii. The event narrative indicated angina pectoris.